Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that low blood glucose of 30 mg/dl has been experienced recently. The customer requested assistance with sensor insertion but then indicated that they would call back at a later time for help. No further information was provided.